Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end wall integrity is compromised, and exhibits signs of slight melting, partially erased red octagonal sign and blue arrow indicator, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 276,025 joules of use and 36:25 minutes, the device was permanently in standby. The fiber was exchanged and the procedure was completed with another fiber. The fiber tip (cap) was not cleaned during the procedure. There was no injury to the patient reported.